Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been serviced by baxter prior to this event. (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm set which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
The condition of battery depleted alarm set was confirmed through the event history and duplicated through the power on self test. The reported condition is due to the operation of the pump mainly on batteries without fully charging. The main batteries and harness were replaced to correct the reported condition. (B)(4)